Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to fields (b5, d9, h3, and h11- additional information received) and to provide a correction to field (g2) with information inadvertently left out. The device was evaluated by olympus, and the cap was broken. Additional information received: it was reported that no lubricant or chemical agent was applied to the subject device. Additionally, medical tape was not used tp secure the subject device to the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, it is likely that the reported event occurred due to the following mechanisms. 1.) Due to oils in the patient¿s body, the complaint product swelled, and their mechanical properties deteriorated. 2.) When the endoscope was inserted into the body, stress was generated that pushed the product into the endoscope. 3.) The product broke due to the stress above. Furthermore, it is inferred that the product fell off inside the body because it was broken and because it was not firmly secured to the endoscope by medical tape. However, a specific root cause of the reported event could not be identified. The event can be prevented by following the instructions for use which state: "do not bend, pull or compress the product excessively, as this may result in damage to the instrument or a decrease in its functionality." "Be sure to wipe away any excess lubricant before mounting the instrument, and secure the instrument firmly using medical tape with sufficient elasticity. If the instrument is not firmly secured, it could come off inside the body cavity during use and cause patient injury, such as mucous membrane damage. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device fell into the transverse colon and was retrieved using grasping forceps.

Event description:
It was reported that during a therapeutic endoscopic submucosal dissection, a crack appeared midway on the subject device and eventually broke. The fallen parts were collected. The procedure was then completed with a similar device without reports of patient harm. The device was inspected prior to use without any issues noted.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.